Event description:
It was reported that patient underwent bilateral partial knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised (B)(6) 2015 due to subsidence and loosening. The tibial component was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to correct information. Part/lot information could be: lot number - 050090, expiration date - apr 30, 2009, manufacture date ¿ apr 15, 2004. Or the part/lot information could be: lot number - 568870, expiration date - jan 31, 2009, manufacture date ¿ jan 14, 2004.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Review of the device history records for 102150 lot 050090 and 102150 lot 568870 identified no deviations or anomalies. The following components were reviewed for compatibility with no issues noted: 102150 and rd102130. Review of complaint history found no additional related issues for this item and the provided part and lot combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.